Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "index and revision surgery for a right total hip. The patient said they mis-stepped and felt a pop. The stem was revised due to a periprosthetic fracture around the original implant." Rep confirmed there are no allegations against the revised head.